Event description:
During procedure to repair a right anterior mandibular parasymphyseal fracture. Mandible measured 4mm x 9mm (height x width) anteriorly and 4mm x 4mm posteriorly with a localized area of osteomyelitis. Resection was performed, 2.0mm bone plate (0.6mm thick) used for fixation. The bone plate broke 1-1/2 months after implantation.